Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were really tired and the implantable pulse generator (ipg) was pacing at 50 beats per minute (bpm) put previously had been pacing at 60 bpm. The ipg remains in use. No further patient complications have been reported as a result of this event.